Event description:
The customer stated that his wife found him unconscious and unresponsive, so she called the paramedics. The customer stated that he was treated by paramedics due to hypoglycemia and taken to the hospital. The customer stated that his heartbeat was irregular at the time of the event. The customer stated that he was not treated at the hospital. At the time of the phone call, the customer declined to perform troubleshooting and stated that he would call back when his wife was present to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.